Event description:
The customer reported they developed a red area under the device. The peristomal skin is intact. The patient has been treating the area with oatmeal soap (for cleansing), a hyrocolloid-based protective skin barrier and calamine lotion. No further information was reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.